Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. Final analysis found only the connector portion was returned in one piece measuring 5.3 cm long. A full breach insulation degradation was noted at 4.5 cm from the connector pin. Other damages found were consistent with surgical damage. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.